Event description:
Device report from india reports an event as follows: it was reported that on (B)(6) 2023, while tightening the low profile neuro screw in question, the screw head broke. Surgery was completed successfully with a delay of 10 minutes using a new screw. There was no reported adverse patient impact. No further information is available to report. This report is for a ti low profile neuro screw self-drilling 4mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cranial-scr plusdrive ø1.6 self-drill l4 was broken from the distal tip, fragment was not returned. The low profile neuro surgical technique guide was reviewed. Following relevant statements were found. Warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. While no root cause can be determined for the reported issue, the breakage condition of the implant was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. The most likely cause was implantation into hard bone requiring the application of significant torque to insert the screw. A dimensional inspection for the cranial-scr plusdrive ø1.6 self-drill l4 was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cranial-scr plusdrive ø1.6 self-drill l4 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
B5. This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11. Corrected data: b5. This is report 8 of 8 for complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5. This is report 8 of 8 for complaint (B)(4) h6-type of investigation- updated. H6.-investigation findings- updated. H6-investigation conclusions-updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned image. Visual analysis of the photo revealed that two broken screw fragments appear to be contained inside a pouch. Based on the provided evidence, the investigation was able to confirm the reported allegation. The rest of the screw fragments were not visible in the provided evidence. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cranial-scr plusdrive ø1.6 self-drill l4, p/n: 400.834. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for (B)(4).